Manufacturer narrative:
The lot number does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined. Other: health (B)(6) incident report reference no. (B)(4); submitted to health (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a procedure performed 4 years and 6 months ago. On october 19, 2015, the patient experienced recurrent urinary tract infections with residue, pain, and severe pelvic congestion.